Manufacturer narrative:
The system was examined and the reported event was replicated. The lamp and the illuminator module were both replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on april 21, 2012. Based on qa assessment, the product met specifications at the time of release. The tabletop illuminator module and lamp was received for evaluation. A visual assessment of the returned sample revealed no obvious nonconformity with the illuminator module. However, the lamp was found to be tight fitting and precluded from further functional testing for safety concerns. A known good lamp was installed into the sample and the module was installed into a calibrated system for functional testing. The illuminator was found to meet specifications. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A nurse reported experiencing an illumination issue and the unit displayed a system message prior to a vitrectomy procedure. There was no patient involvement. Additional information has been requested.